Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The customer called the field service engineer (fse) to report that they experienced an errors coming from universal surgical manipulator (usm) #4, they tried power cycling the system but the error persisted. The customer disabled usm #4. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such.

Event description:
It was reported that prior to the start of a da vinci-assisted gynecology surgical procedure, the customer contacted a technical support engineer (tse) from offsite and reported that that they were getting repeated 23118 errors at power up. The staff is proceeding with the procedure using three arms. The procedure was completed with no reported injury.